Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in locked condition with loaded stent. The distal end of the system is heavily kinked distal to the stent section which is considered as being related to the reported issue. The investigation leads to confirmed result for catheter kink, and failure to advance. A manufacturing related issue could not be found. Therefore, the result of the investigation only limited information was provided. The found kink at the distal end was considered as being related to the failure to advance but it was not known whether a kink finally caused the failure to advance or the failure to advance led to the kink. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink which was considered as being related to the confirmed failure to advance. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use (IFU) state: 'if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used.', and 'do not use a kinked delivery system.' The instruction for use (IFU) further state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.', 'examine the delivery system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the delivery system has been compromised, the device must not be used.', and under materials required the instruction for use (IFU) state: 0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system, introducer sheath with appropriate inner diameter and length. The packaging labels indicate the use of an 8f introducer. G3, h6 (device, method, resul, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the covera plus vascular covered stent. The vascular stent allegedly did not pass through the sheath. The stent was not placed finally but the hcp used balloon catheters to dilate. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the covera plus vascular covered stent. The vascular stent allegedly did not pass through the sheath. The stent was not placed finally but the hcp used balloon catheters to dilate. There was no reported patient injury.